Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(6). Reason for original complaint: asr xl system with zimmer cup. Unknown if the asr components have been revised. We have been informed by (B)(6) that the asr acetabular cup has been placed inside a zimmer cup, the zimmer cup has been used as a structural hip enhancer. X-rays and operative notes have been requested. No further information is available at present. Close to CAPA as per (B)(4), as the components have not been revised yet and no further information is available. ***update received july 3rd, 2013. Hip side, taper sleeve, revision date and reason for revision added. Additional hospital added.*** hip(s) to be revised: left. Reason(s) for revision: pain. Update - marked as legal, added kid number, filled out all mw fields, added all expiry and manufacturing dates. Taken from kennedys email dated 4th sept 2015. (B)(4).